Manufacturer narrative:
Reporting institution phone: (B)(4).

Event description:
Philips received a complaint from the customer, reporting that the screen would turn off while the device was operating, this would occur intermittently. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
It was reported that during evaluation of the device, the technician was able to duplicate the screen turning off issue. The user interface (ui) assembly was replaced to resolve the issue.